Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed.this international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.the initial emdr for the event of peritonitis was submitted in error under manufacturer number: 1423500-2010-00609.

Event description:
This is a spontaneous case report by a patient from (B)(6) of abdominal pain in a male patient coincident with dianeal pd therapy. On an unknown date, the patient began dianeal unknown therapy. On (B)(6)2010, the patient's mother contacted baxter (B)(4) technical service center and stated that the patient went to a hospital due to abdominal pain. During a follow up call to the nurse on (B)(6)2010, the following information was received: on (B)(6)2010, the patient developed peritonitis manifested by abdominal pain. He was admitted to the hospital. From (B)(6) to (B)(6)2010, he was treated with unasyn ' s, intravenous (IV). From (B)(6) to (B)(6)2010, he was treated with pansporin, intraperitoneal (ip). From (B)(6) to (B)(6)2010, he was treated with pansporin, IV. It was unknown if any bacteriological examination was performed. The peritonitis was caused reportedly caused by the patient's touch contamination. The patient did not experience exit site/catheter site infection (tunnel infection). The patient was retrained of aseptic technique. It was unknown if he had not had peritonitis episodes within 4 weeks prior to current episode. On (B)(6)2010, the event was resolved. Dianeal n and extraneal were ongoing. The nurse considered that the events were not related to dianeal n and extraneal since it was due to the patient?s touch contamination. On (B)(6)2008, the patient had begun dianeal-n pd-4 1.5 and extraneal therapy.